Manufacturer narrative:
Concomitant medical devices: product ID: 8042b ipg, implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead displaced. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.